Event description:
It was reported the gastrointestinal videoscope produced an error code e315. There were no reports of patient involvement, as this event was reported during device installation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e315 was caused by a corroded and damaged charge coupled device. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.